Event description:
It was reported that there was an event of where the patient's right ventricular (rv) lead failed to capture. The right ventricular (rv) lead was explanted and replaced successfully. The patient was stable.